Event description:
It was reported that, "during the surgery, the surgeon was turning the side screw in clockwise direction to fix the skim cutting guide on the passport a/r fem align guide, but the cutting guide did not fix. Therefore, he tried to loosen the side screw in counterclockwise rotation, and the side screw came off from the alignment guide. Then, he tried to turn the side screw again, and the side screw was stuck into the screw hole."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.